Event description:
It was reported that customer's reservoir leaked past the second o ring. The leak occurred during normal use. Customer has used the reservoir for half a day. Customer will call back later for troubleshooting. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).